Event description:
Gamma nail was implanted in 11/91. It was used as revision of a non-union. The patient elected to have a non-union resultion with the gamma nail breaking in 10/93. 3/3/94 the nail was cemented replaced with a compainion hip screw.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.